Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports the surgeon had to complete the osteotomy free-hand, due to the inside of the femoral cutting block not being cut well. Per email correspondence, this resulted in a minimal surgical delay, and there was no patient injury. Therefore, no further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during surgery, after cutting five sides with a size 6 femoral cutting block, the femoral trial did not fit in. The surgeon placed the femoral cutting block again and checked to see if the osteotomy was done and the osteotomy on the inside of cutting block (order 4) was not cut well. The surgeon was able to install the trial after additional osteotomy by freehand. There was a 5 mins delay.